Manufacturer narrative:
Block h6: imdrf device code a020503 captures the reportable event of packaging no seal. Block h11: additional information block b5 has been updated based on the additional information received on march 19, 2025.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip was used during an unknown procedure performed on (B)(6) 2025. The packaging was open, and it was never sealed. The device was not used. There were no patient complications as a result of this event. Additional information received on march 19, 2025: the procedure was completed with another of the same device.

Manufacturer narrative:
Block h6: imdrf device code a020503 captures the reportable event of packaging no seal.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip was used during an unknown procedure performed on (B)(6) 2025. The packaging was open, and it was never sealed. The device was not used. There were no patient complications as a result of this event.